Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl 200 instrument. Some tests from the sample had resulted below the assay range, but the troponin result was elevated. The discordant result was reported to the emergency room (ER). It was not questioned by the physician(s). The physician(s) had the patient redrawn so that more tests could be ordered. The laboratory repeated the initial sample and tested the redraw sample for troponin on the dimension exl 200 instrument and both resulted lower. The customer stated that the corrected result was reported to the ER less than thirty minutes after the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the initial sample from the patient was a short draw and was hemolyzed. A siemens headquarters support center (hsc) specialist evaluated the sample data, which aligned with the customer's statement that the sample was hemolyzed. The redraw sample and the initial sample repeat both resulted as expected on the same instrument. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.